Event description:
It was reported by the edwards field clinical specialist that after successful transfemoral delivery of the 23mm sapien valve, angiography during sheath removal revealed a clot in the left common femoral artery. The access site was surgically dissected and the clot was removed with a fogarty catheter. The vessel was then repaired with a bovine patch and the patient was transferred to the ICU in stable condition. The physician attributed to the clot in the femoral artery to the sheath dwell time during the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including embolization of thrombus, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Local thrombosis of the femoral artery access site is a rare complication, except in patients with a small common femoral artery lumen; however, the potential for clot formation can be exacerbated by the presence of pre-existing peripheral vascular disease and/or the use of large diameter sheaths. Risk factors associated with thrombotic occlusion of the access site include peripheral vascular disease, advanced age, hypercoagulable state, cardiomyopathy, small-caliber vessels, female gender, and small body habitus. Vessel spasm and dissection often contribute to arterial thrombosis. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the vessel diameter at the access site was 7.3mm and the vessels were indicated to be mildly calcified and mildly tortuous. In this case, the exact cause for the reported thrombosis cannot be confirmed; however, it is believed that both patient ((B)(6) female, tortuosity and calcification not appreciable on imaging) and procedural factors (extended sheath dwell time) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.